Manufacturer narrative:
The returned device matched the report. The nail holding screw s2 is regarded to be the primary product. The associated nail (ø 9mm, length 330 mm) was not specified more detailed. The appearance/structure of the breakage surface and the course of the breakage line suggest that the returned product broke in a brittle forced fracture due to bending overload. As the hardness of the material was within specified tolerances material faults are excluded. As the remaining thread still could be engaged to a corresponding internal thread as the broken off part also was able to be inserted into the nail it is suggested that the affected thread had been manufactured in accordance to the specs. Thus, manufacturing faults were excluded. An insufficiently inserted thread (form fit is required) can contribute to such a kind of breakage. If the thread is not completely inserted (loose fit) it is possible that a single hit on the screw's top can separate the not-engaged affected area. Additionally, a loose fit increases the lever arm in case of bending. The affected instrument was distributed in 2007 - thus, it is possible that it had become pre-damaged in former surgeries (such a [micro] crack would not be detected during mandatory visual check). Signs of impact on the rim of the hexagon were most likely caused by driving the nail with the help of a hammer. Rounded edges of the external hexagon identify load application in order of tightening / untightening the nail holding screw. Significant overtightening (significant forces are possible using the socket wrench as a lever) leads to tensile stresses in the threaded area and can (pre-) damage the instrument. Referring to remaining material: in cases where the broken off thread can be reached it can mostly be removed manually and intra-operatively. In difficult cases ¿ remaining material can hinder attachment of removal instruments ¿ the manufacturer can provide extraction instruments and assistance upon request. According to medical experience and acc to literature the remaining material is not considered as serious because the part is permanently ¿ threaded ¿ isolated in the proximal part of the nail. The event was not caused by a discrepancy of the device.

Event description:
I was reported by the pharmacist, "during an osteosynthesis of the right leg with a stryker nail diameter 9, length 330mm, when the nail was implanted, there was an unexpected breakage at the thread of the nail holding screw. It was impossible to screw again and to remove the fragment of thread, which was screwed in the proximal part of the nail. The nail was placed in a good position. The procedure was completed normally. No adverse consequences observed."

Event description:
I was reported by the pharmacist, "during an osteosynthesis of the right leg with a stryker nail diameter 9, length 330mm, when the nail was implanted, there was an unexpected breakage at the thread of the nail holding screw. It was impossible to screw again and to remove the fragment of thread, which was screwed in the proximal part of the nail. The nail was placed in a good position. The procedure was completed normally. No adverse consequences observed."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.